Event description:
It was reported that the iab was inserted in the right femoral artery using an introducrer sheath. Approximately 30 minutes later, the helium tubing filled with blood. Because of this, the iab and pump were exchanged. There were no associated pt complications.